Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient said that they noticed a return of bladder symptoms over the last 48 hours and decided to check and start a recharge session. The patient said they felt the change in their body yesterday and noticed that the neurostimulator was depleted. The patient said that when they started a recharge session today they received a different screen with a high and low number. Reviewed meaning of open loop screen. The patient stopped the recharge session during the call as they reported it had started to shock them, so the patient changed the speed of recharging however they said that it was still shocking them so they stopped the recharge session, said that reached 80%. The patient stated that the shocking was occurring at the implant site and that the sensation didn't change after achieving a full connection. The patient said that they started this recharge session about 30 minutes ago. With a reminder, the patient manually turned stimulation on.